Manufacturer narrative:
Physio observed that the system controller and user interface pcb assemblies installed into the device at the time of the reported failure, were from another device and improperly installed into this device. Physio-control further evaluated the device and replaced the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed pcb assemblies in the failure analysis center and observed that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly. It was determined that pin 25 from u61 was shorted to ground.

Event description:
The customer reported that the device would go through a reset cycle upon powering on and would never complete its self test. The device would not power on completely and have the ability to be used on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was initially unable to verify the reported failure because the customer improperly installed a replacement system controller pcb assembly in an attempt to repair the device. This made it impossible for physio to test the device with the original system controller pcb assembly, which was failing and was the cause of the reported failure. Physio provided information to the customer regarding a replacement system controller pcb assembly, which would repair the device. The device will be repaired and returned to the customer.